Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (RV) lead exhibited noise problem. No intervention was performed. The patient's condition is unknown.